Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2012. The pump was returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: pump returned with visible moisture in the display lens. A case seal leak was found during leak test. Removed the pump cover; and moisture was present in pump. Unable to complete required all investigation steps due to internal moisture damage. Pump does not power on, no audible or vibratory sounds. Unable to download black box data and pump history.

Event description:
On (B)(6) 2012, the patient contacted animas and stated that the pump display screen went blank a minute after replacing the battery. It was noted that the pump lost power for 2 ½ hours. The pump reportedly emitted a "low battery" warning after the patient went swimming and not prior. There was no indication of moisture inside the pump. The patient denied damage to the battery compartment and denied damage to the battery cap. It was noted that the battery was able to secure tightly to the pump and there was no visible yellow o-ring noted. There was no reported adverse event associated with this complaint. This compliant is being reported due to the alleged power issue with the pump.